Event description:
A pt in the solstice clinical study experienced a bronchopulmonary hemorrhage (hemoptysis) following the lung cryoablation procedure. The pt was kept at the hosp for surveillance. The CT scan on (B)(6) 2015 was normal, no action was taken. The pt was hospitalized on (B)(6) 2015 and discharged (B)(6) 2015.

Manufacturer narrative:
No further info was made available from the customer. The needles were not returned for analysis. No investigation of the needles or system is warranted as the reported issue does not imply a failure of galil medical's products. This event represents a known inherent risk of a lung cryoablation procedure and is identified in the labeling as a potential adverse event.